Event description:
A peritoneal dialysis (pd) nurse reported a home pt received a reload set alarm during prime in 2005. The home pt disposed the cassette but not the supply bags. A new cassette was obtained and the home pt respiked the supply bags previously used. The pd nurse reported the home pt presented to the ER the following day with abdominal pain, vomiting and cloudy fluid. The pt was diagnosed with peritonitis and admitted. The home pt was treated with vancomycin ip in the hosp. Nurse stated the home pt was also given vancomycin ip in the clinic 4 and 7 days later. The home pt did not have a exit site/tunnel infection. Repeat culture was not performed after treatment. The pt is asymptomatic. No additional info available.